Event description:
It was reported that the wound did not heal after surgery and that there was an ongoing inflammation that required the surgeon to explant the device. In situ testing showed normal results. There was not allegation against the device. A review of the device's sterilization records shows that the device has been subjected to a valid sterilization process. The pt was explanted of the device on (B)(6) 2015. It was stated in the device explanation report that the active electrode lead was severed during removal surgery and that the electrode array was left in the cochlea for later re-implantation. As per surgeon's comments, an implant extrusion was observed due to infection of the scar, possible biofilm.

Manufacturer narrative:
(B)(4). Conclusion: device investigations, on the rec'd parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the pt report the device was working within specification whilst implanted and had to be explanted for medical reasons, namely the pt had wound healing problems and developed a device unrelated infection at the implant site. No info available points to the implant being the source of infection. This is a final report.